Event description:
Customer reported a malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code was reported. Customer was advised to call back if the malfunction code recurs, and they acknowledged and understood the instruction.